Event description:
It was reported patient underwent initial orthopedic salvage system procedure on (B)(6) 2011. Subsequently, patient was revised on (B)(6) 2011 due to arthrodesis nail fracture. The nail was removed and replaced with another implant of the same item number. Further, patient was revised on (B)(6) 2013 due to fracture of the arthrodesis nail.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 7 states, "fatigue fracture of the components can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2013-00338 / 00339).